Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained high rate episodes with oversensing. In addition, the lead delivered an inappropriate shock. It was further reported that the patient died that same day. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient went into a ventricular fibrillation (vf) storm. The shock delivered did not appear to be inappropriate; the arrhythmia converted temporarily but the patient went back into vf within seconds. In addition, the sensing integrity counter (sic) and non-sustained high rate episodes were attributed to a dying heart.